Manufacturer narrative:
Report date: 05feb2019. Date rec'd by MFR: 04feb2019. The blower and gas delivery system were returned to philips for analysis. Testing revealed that the airflow sensor drift caused the unit to pass out of the specified range. Replacement of two components of the airflow sensor subsystem resulted in the unit passing all testing. The root cause of the failure was determined to be fault in a component of the airflow subsystem. No issues were noted with the blower during operation and flow testing. The motor provided adequate flow and responded to all input/set points. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit was not registering volume or going into standby mode. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 05dec2018. Philip's field service engineer (fse) performed troubleshooting and was able to duplicate the error. The issue was suspected to be an internal problem with the gas delivery system. The fse also found liquid and residue in the blower assembly. The fse replaced the gas delivery system and blower assembly and the issue was resolved. The device passed testing and was deemed ready for patient use.